Event description:
Right side: silicone gel implant ruptured. Subsequent silicone granuloma. Implant removed. Silicone left in tissue may have gone behind muscle as shown in MRI of 1/95. Left side: more recent rupture into capsule only. Rptr has fibromyalgia.